Event description:
It was reported the actual residual volume was greater than the expected residual volume. Rotor and dye studies were performed with negative results. The drug in the pump was fentanyl. The pump was replaced. No symptoms or further outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.